Event description:
Customer reported a past low blood glucose (bg) event with a lowest recorded level of 40 mg/dl. Cause was not known. Customer consumed glucose tablets as a corrective action and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels. Customer acknowledged and understood the recommendation, and technical support left the case open pending confirmation of pump data upload.